Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was intact and scratches, cracks found on lcd lens screen. The customers stated problem was confirmed. A bubbled, damaged dso seal was found and rdc connector was inoperable. The root cause was determined to be normal average wear. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported a bubbled dso (downstream occlusion sensor) seal and no bolus input. No patient injury was reported.